Event description:
It was reported to boston scientific corporation on september 18, 2009 that a zero tip nitinol stone retrieval basket was used for a transurethral lithotripsy (tul) procedure. According to the complainant, the distal end of the retrieval basket wire was broken when attempting to remove the stone. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).